Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of 330mg/dl. The customer stated that she gave herself several boluses with the bolus wizard. The customer started vomiting, had chills and aches. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The programming, time, and date on the device were correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.